Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, it was noted that the implantable cardioverter defibrillator delivered anti-tachycardia pacing due to misinterpreted episodes of supraventricular tachycardia. Programming changes were made. The patient was in stable condition.